Manufacturer narrative:
Expiration date - unk. Implant date: unk. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - pigment dispersion may be originated from pre-existing concave iris anatomy, inflammation, trauma, or mechanical contact of iols and iris. Late elevated iop may occur as result of chronic narrow angles, pigment dispersion, inflammation, etc. Conclusions: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's right eye (od) in 2012. The patient came in for a post-op visit with pigment dispersion syndrome and secondary glaucoma. The icl is ok, the vault is 300 - 350, not too high. The patient was put on anti-glaucoma drops. Today he is compensated (iop 15-17). The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.